Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The sapien valve dislodged from the balloon during the attempt to remove it through the sheath. There was no report of inadequate crimping and no allegation of device malfunction. The dislodgement from the balloon appears to have been the result of a procedural complication. Of note, the delivery system is not designed to be removed through the ascendra sheath with the sapien valve still on the balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transaortic tavr procedure, during withdrawal of the delivery system into the sheath, the undeployed, crimped sapien valve dislodged from the deployment balloon, inside the sheath. Initially, a sapien valve was deployed canted and too aortic across the native aortic annulus. The wire was removed and subsequently moderate central regurgitation and paravalvular leak were noted. The surgical team elected to place a second valve. While the second valve was being prepped, the surgeon re-crossed the valve with the guidewire. While advancing the delivery system, the previously implanted sapien valve embolized into the ventricle (reference manufacture report number 2015691-2014-00790). The physician retracted the delivery system into the sheath, at which time the crimped sapien valve dislodged in the ascendra sheath. The patient was converted to a surgical avr. The patient tolerated the procedure well.